Event description:
Spontaneous - patient reported button on whisperject is stuck and unable to use device to inject the medication. Unknown if pt missed any doses, experienced any adverse events, or if product on hand for return. No further information available. Reported to (B)(6) by pt/caregiver.